Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set came apart at one of the luer valves. The problem occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, the disconnection was observed between the tubing and the y-site in the downstream part. The reported condition was verified. The cause of the event was due to incorrect assembly of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.